Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the belt clip on the customer's insulin pump had broken off. The blood glucose reading was 419 mg/dl. Nothing further was reported.